Event description:
Info received indicates the brake caster will not hold.

Manufacturer narrative:
The tech found the brake caster worn and was not able to adjust the brake function sufficiently. The tech replaced the caster to repair the bed.